Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual inspection reported defects to the outer casing. The functional evaluation confirmed the device had issues with the alarm, establishing a relationship with the event reported. The root cause was identified as a failed speaker preventing the device from alarming. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys touch had issues with the alarms. They don't work, they don't sound. Issue detected during the safety test performed by a technician in alloga. No patient involved.